Event description:
It was reported that the 6600 system had boot-up problems. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the aux interface.